Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm model#: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm) the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had suspected infection with the ipg and leads. Symptom noted was red inflamed area of entry site. The patient was prescribed antibiotics and underwent an explant procedure. It was also reported that it was unknown if the infection was device related and what caused it. No device malfunction suspected. The patient was doing well postoperatively.